Manufacturer narrative:
Product analysis: the valve remains in the patient therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a highly stenosed and calcified aortic annulus that just after the delivery catheter system (dcs) was withdrawn, the valve dislodged into the ascending aorta. The valve dislodged due to the calcification and a high implant. The valve was snared and positioned higher into the ascending aorta away from the coronaries. A non-medtronic valve was successfully implanted. A 29 millimeter (mm) non-medtronic stent was then placed inside the dislodged medtronic valve to stabilize it. The patient was stable post procedure. No additional adverse patient effects were reported.